Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-7300sr was received for investigation. Visual inspection identified the presence of severe heat damage across the shaft of the ar-7300sr. The hub was melted at the connection point with the outer tube shaft. Removal of the inner tube from the outer tube revealed that the device broken along the inner tube shaft, with the fragments retained within the inner diameter of the outer tube. The observed condition is consistent with insufficient fluid flow during use.

Event description:
On 11/2/2021, it was reported by a sales representative via (B)(4) that an ar-7300sr sabre heats up so much that it glows red from the heat. This was discovered during a procedure. The patient was not affected.